Event description:
It was reported that during surgery the device was making a strange noise. No harm was reported but a 0-5 minute delay where the patient was under anesthesia did occur. Upon inspection it was found that the device was not operating in the correct rpm range. No other adverse events were reported along with this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the motor speed was low, the swivel was loose, the unit was out of calibration and the position of the control bar was not correct. The motor, sleeve, swivel and other parts were replaced and the position of the control bar was re-calibrated which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.